Event description:
The customer reported shows static screen during inspection for use involving an Olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was confirmed.A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.